Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 60 alarm found in device history due to software error. No unexpected pump error 53 anomalies noted. No unexpected pump error 3 anomalies noted. P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 19.6 mmol/l. The device will be returned for analysis.